Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to device pop out of the patient's body. A new icm was implanted. The original icm has been returned to bsc. No additional adverse patient effects were reported.